Event description:
The lay user/pt's daughter initially contacted lifescan (lfs) on october 18, 2006 and alleged that her mother was using a meter purchased by the daughter and that meter kept giving the error 4 message. The daughter was advised by lfs to have the pt contact lfs to report the meter issue. The pt then contacted lfs on october 19, 2006 to report the error 4 issue. Lfs spoke with the pt's husband and obtained further info. The subject meter was bought 3 mos ago by the pt's daughter and given to the pt. However, the pt did not use the meter for a "long time". When the pt wanted to use the meter (out of box), it displayed the error 4 message. She was not able to tests for about a mo. During that time, she was experiencing "high blood glucose" symptoms (specific symptoms are not provided). There is no further info provided regarding the pt"s diabetes medication regimen, if she had continued to take her medications during the time she was not able to test, if she required any medical attention, etc. The pt's daughter initially reported to lfs that a nurse was called to see the pt and a blood test was performed. There was also mention of administering insulin and that her insulin dose was doubled. The daughter could not provide any further or specific info. Lfs could not confirm/verify this info with the pt's husband and he could not provide any further details .at the time of troubleshooting, it was verified that he pt's testing technique was correct and that the condition of the test strips was good. The meter was also not exposed to temperature outside of the acceptable range. Although there is insufficient info regarding the events leading to the "high blood glucose" symptoms and info regarding the nurse's visit and the insulin administered, this complaint is reported because the pt was not able to test on the meter for a mo and experienced symptoms of high blood glucose. A replacement meter was sent to the lay user/pt from lfs.